Manufacturer narrative:
H6. Device code 1: corrected code. H6, code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: aneurysm enlargement, endoleak.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. With an onset date of (B)(6) 2019, an expansion of the juxtarenal aneurysm neck was reported. On (B)(6) 2019, fixation of the stent graft was performed with 10 endoanchor¿ implants.